Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 548 mg/dl and 196 mg/dl. Tests were done within 10 mins with a difference of 84%. Pt did not experience any adverse events. Note: customer's family member gave pt 5.8 units of humalog based on the 548 mg/dl reading. Pt was feeling shaky and sweating, and within 3 mins, tested on another otu meter with a result of 55 mg/dl. 2 mins after that, customer was tested on their otu meter with a result of 196 mg/dl. The control solution passed on both the meters.